Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, mi). Patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture). Unapproved use of device (pre-operative rupture). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture). User error contributed to event (pre-operative rupture).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular emergent treatment of a ruptured abdominal aortic aneurysm. The patient was fully hypotensive and was being prepped upon for emergent aaa evar. The patient coded on the way from the CT scanner to the hybrid or suite. The devices were placed without consequence with no evidence of endoleak. Throughout the procedure the patient's pressure remained in the 30-40 range and cardiac rhythm changes ensued. Patient went into full cardiac arrest after both groins were closed as the patient was being prepped for transfer to ICU. It was reported that the patient had expired early that morning due to cardiac changes and suspected major myocardial infarction. All three physicians involved in this trauma believe this was not device or technical in nature, but was related to the underlying 11.2cm rupture, blood loss in the belly, possible compartment syndrome, and mi.